Event description:
It was reported that the patient was no longer able to hear with his device since about (B) (6) 2010. Any head trauma was denied by the guardians. Problems of outer device were excluded. Testing showed that the device has malfunctioned. The patient was reimplanted on (B) (6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.